Event description:
Pt presented with both bone forearm fracture, compound, midshaft. Surgeon implanted reconstruction plates on both fractures along with dbx. Three months post implant, pt reported pain. X-ray taken showed the plate on the radius had bent. Per the surgeon, the ulnar fracture had healed and the radial fracture had gone on to nonunion with the plate being bent. During revision, the ulnar plate was left in place, the bent plate was removed and replaced with an unk synthes 10 hole plate, graft and long arm cast.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.